Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A potential legal claim of an mmc revision patient was raised. It was reported on (B)(6) 2014, that the patient is experiencing groin pain and elevated cobalt levels after a zimmer mmc cup was implanted. The date of the implantation is unknown.